Event description:
New information received on (B)(6) 2018 notes that there were auto mode switch (ams) episodes caused by far r oversensing. Patient was asymptomatic. Programming changes were performed.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with reduced r wave amplitude. Myopotential signals were sensed as r waves during the sensing test. Programming changes were performed. Patient was stable.